Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported suture retrieval issue (sutures did not appear and could not be captured) was confirmed as a link separation was observed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with two proglide devices were attempted in a common femoral artery via 7fr sheath using the preclose technique prior to an implant of endoprosthesis procedure. Reportedly, the sutures did not appear and could not be captured. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 18fr and the implant of endoprosthesis procedure was completed. It was reported that the physician is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that a puncture closure of unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, the "wire" did not appear. The physician attempted to capture the "wires" without success. A second proglide device was used with the same results. A third device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.